Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device had a 3rd overdischarge and an end of service/end of life message was displayed. The patient had a loss of stimulation sensation and a return of chronic pain. The patient stated he did not like to recharge the device. The patient ended up having their device replaced with another rechargeable device on (B)(6) 2011. All impedances were in a normal range and the patient felt stimulation in the post-operative area. Additional information has been requested, but was not available as of the date of this report.